Manufacturer narrative:
Additional information was received that the physician believed that the lead had been placed under significant force when it migrated and preferred to replace the lead. The physician believed that the lead migration was caused by the patient not compliant with the discharge instructions.

Event description:
A report was received that the patient had a loss of stimulation. It was noted that the physician suspected the lead may have been damage in the migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a loss of stimulation. It was noted that the physician suspected the lead may have been damage in the migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.